Event description:
Information was received indicating that a patient was adjusting the duadopa dose on a daily basis, sometimes more than once a day, on the smiths medical cadd-legacy duodopa ambulatory infusion pump. Per reporter the patient's daughter reported patient was experiencing "pressure in her head and believes that this is due to the duodopa." It was reported that "she is also adjusting her bp medication as well." It was not specified if the patient was adjusting the dose up or down.